Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent an MRI and the crt-d went into storage mode. It was reported that the device has also displayed a fault code 01 (fc01) and that the guidant representative performed three manual capacitor reformations, but the device only recovered to eol (end of life) with a monitoring voltage of 2.13v. It was further noted that the device charge time was 45 seconds.